Event description:
Sorin group received a report of a pump stop during use. The customer reported that "motor fault error" was displayed on the pump screen, then the pump stopped. The pump was power cycled to clear the message and used for the remainder of the case without incident. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report of a pump stop during use. The customer reported that "motor fault error" was displayed on the pump screen and then the pump stopped. The pump was power cycled to clear the message and used for the remainder of the case without incident. There was no report of patient injury due to the pump stoppage. The roller pump has been returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.